Event description:
A territory manager reported an end user experienced an issue when using a std 5f m.I. Kit 45cm ss/ss echo. During a neuro ir procedure, the guidewire frayed and it was thought that part of it was retained in the patient. The patient did not experience any harm as a result of this incident.

Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. The results of the investigation will be sent via a follow up medwatch. (B)(4).